Event description:
The patient was receiving a right ureteroscopy, laser lithotripsy, stent placement in the operating room. While inserting the laser fiber through the ureteroscope, the laser fiber broke through the scope breaking the scope and the tip of the laser fiber. The tip of the laser fiber was found by the surgeon and was not left inside the patient. A new laser fiber and scope was then obtained and the procedure continued with no further complications with equipment.